Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke, the haptic had detached from the lens during insertion into the patient's operative eye. An additional medication, miostat 1.5 ml was reported. The lens was left insitu and there are no plans to explant the lens at this time. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/21/2019, device returned to manufacturer: yes. Device evaluation: the returned sample was received at manufacturing site. Visual inspection and evaluation using magnification were performed. After the inspection, the haptic stuck in cartridge (loading zone) and override by the pushrod. The pcb00 product was received in plastic bag. The plunger and pushrod were observed in advanced position. Residues of viscoelastic material were observed on cartridge. No assembly error, no visible gap, and no defect were observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. As part of the visual inspection, the preloaded device was pushed to address the complaint issue reported: the haptic detached was observed inside the device overridden by the push rod. The detached haptic was confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.